Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the patient fell off the bed on 2 occasions. On (B)(6) 2019, the patient was found rolled up in a blanket on the right side of the bed. The patient sustained a skin tear on the left elbow that was addressed at the facility. On (B)(6) 2019, the patient was found on the left side of the bed on the floor. The patient did not sustain any injuries. Complaint (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.